Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218700 . Model: sc-2218-70 . Serial: (B)(6). Batch: 7087247. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient underwent an explant procedure due to inadequate stimulation, as was missing stimulation on one side. Postoperatively, the patient recovered well. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) batch: 7087247. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.